Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during a stone extraction procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the balloon popped. Reportedly, the sterile pouch had a slice in it. There were no patient complications reported as a result of this event.